Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a vega knee implant system was implanted during a primary total knee revision (tkr) procedure performed on (B)(6) 2017. According to the complainant, the knee implant was reported as being defective which required the patient to undergo a revision surgery on (B)(6) 2019. The complaint device was not available to be returned to the manufacturer for evaluation. It is unknown which components were replaced during the revision surgery, or the patient outcome. Although requested, additional information has not been made available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a product safety case was initiated. Any action regarding CAPA will be addressed with this case.